Event description:
The customer alleged they received questionable calcium gen2 and total protein results on their p-module. The first patient's initial calcium result was 5.08 mg/dl. The repeat result was 8.64 mg/dl. The second patient, (B)(6) male, had an initial calcium result of 12.08 mg/dl. The repeat result was 9.18 mg/dl. The third patient's initial total protein result was 10.1. The repeat result was 7.4. The units of measure were requested but not provided. Information on which results were reported outside the laboratory was requested but not provided. There were no adverse events from the discrepant calcium results. Information on whether the patient was adversely affected by the discrepant total protein was requested but not provided. The calcium reagent lot number was 675121. The total protein reagent lot number was 674699. The expiration dates were requested but not provided.

Manufacturer narrative:
The discrepant total protein result was not reported outside the laboratory because they found bubbles in the sample. The field service representative fixed a problem on the rinse station. A root cause could not be determined with the information provided. The quality control data on the day of the event was fine.

Manufacturer narrative:
This event occurred in (B)(6).